Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 700mg/dl. The mother stated that the customer experienced nausea, ketones, and numbness in limbs. Initially, the mother reported that the customer's insulin pump had motor error alarm. Troubleshooting was performed. Reviewed the alarm history and found a motor error alarm and multiple no delivery alarms. Assisted the caller to run the displacement and self test and they passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.